Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a half day infusor ruptured during filling. The reporter stated that the device had been filled with only a ¿few milliliters¿ of solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2017 - (B)(4), 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph revealed a slit on the device reservoir which is evidence of rupture. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A nonconformance was not opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.